Manufacturer narrative:
Initial reporter name and occupation not available on the date of filing. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when trying to pull exams for pacs for next week's case preparation, there was an internal memory error and a restart error code 64, then the system restarted. This happened multiple times. When they are initially searching pacs this issue occurred. It listed out numerous patients by the same name based on one search but before being able to select the patient, the error occurred. A clinical specialist on site confirmed he followed up and the patient had been deleted off of the system. The wall jack was unavailable and he was unsure of which patient it was. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no fault found with the system and no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. H3,h6) no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.